Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4068-45 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead measured low impedance and exhibited intermittent sensing noise due to possible inner insulation damage or metal ion oxidation (mio). High threshold was also noted. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.